Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.lasso navigational catheter: model #: unknown, lot #: unknown. 2. Coronary sinus uni-directional cathete: model #: unknown, lot #: unknown. 3.soundstar catheter: model #: unknown, lot #: unknown. 4. Carto 3 system: model #: m-4800-01, serial #: (B)(4). 5. Smartablate generator: model #: m-4900-07, serial #: (B)(4). 6. Smartablate pump: model #: m-4900-08, serial #: (B)(4). (B)(4).

Event description:
It was reported by the physician that 3 weeks after the atrial fibrillation (afib) procedure, the patient suffered a pericardial effusion on (B)(6) 2014. The patient presented to the ER with shortness of breath. A transthoracic echocardiogram was performed and a pericardial effusion was identified. The patient was taken to the cardiac cath lab where a pericardiocentesis was performed. The patient stabilized and was held for observation according to hospital protocols. Additional clarification was requested on the event however, no additional information has been provided.